Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the notification received by field assurance , the laser foot pedal was not recognized by laser. There was no injury to the patient. The procedure was completed by holding the wire into the foot pedal.